Event description:
Edwards received information that this bioprosthetic valve, implanted four (4) years, was explanted due to regurgitation. The explanted device was replaced with a model 3300tfx 23 mm. Post operative transesophageal echo (tee) demonstrated good function of the bioprosthesis without paravalvular leak or any kind of central aortic regurgitation. There were no adverse patient effects as a result of the replacement.

Manufacturer narrative:
The device has not been received for analysis. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device has not been returned for evaluation; therefore we are unable to provide a definitive root cause for the reported event. If device is returned a supplemental report will be filed.

Manufacturer narrative:
Evaluation summary: the findings about the bioprosthetic heart valve during the reoperation were described as follows: ¿at the time of surgery, the analysis of the lesion demonstrated a normal bioprosthesis. This was mainly a paravalvular leak at the level of the commissure between the right coronary and the non-coronary cusp. This was at the implantation of the valve to the hemashield patch that was placed for enlarging the aortic annulus. The leaflets of the bioprosthesis were intact.¿ during the examination of the valve as received, tissue tears are evident on leaflets 2 and 3 at commissure 3. The nature of the tissue tear appears to be acute and most likely resulted from the pulling by an outside force since no tissue degeneration is evident. Adjacent to the leaflet tears, wireform covering cloth damage is also evident rendering the exposure of the wireform, which is most likely occurred during the explantation of the valve. No leaflet tissue calcification is evident by the x-ray imaging. Host tissue growth is minimal from outflow side perspective. Moderate host fibrotic tissue growth is evident along the assembly line from the inflow side perspective. Based on the information from the operative report and examination of the valve, it appears the direct reason for the reported aortic regurgitation was from paravalvular leak most likely through a path between the repaired annulus and the device. The leaflet tears observed is most likely occurred during the explantation of the valve, which is consistent with the observation of the surgeon that ¿the leaflets of the bioprosthesis were intact.¿ x-ray. Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including anatomical and technique related factors. In this case, there is no evidence suggesting that there was a malfunction of the edwards valve. It appears that this event was likely due patient and/or technique related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No corrective or preventative actions are required at this time.